Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that intermittently waveforms hang. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported that intermittently waveforms and numerics would hang (freeze). The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address and confirmed the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. The fse identified the waveforms and numerics would hang for two seconds and then they would start working. The fse reloaded the software on the xds device, checked communication between the fc2010 device and xds, changed the lan cable, and reconfigured the ip address. The device passed all functional testing and was returned to service.